Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "does not recognize the set between points 3 and 4, keeps alarming reload set and does not recognize that the door is closed" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a delay in the response from the upper hook switch and upstream sensor calibration is low. The upper aux and downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed t recognize close door. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.